Event description:
Information was received from a consumer via a company representative in regard to a patient receiving dilaudid 10 mg/ml at 5.5 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. The patient was at the office on (B)(6) 2016 for a pump refill and upon interrogation the pump showed motor stalls. A motor stall occurred on (B)(6) 2016 and recovered on (B)(6) 2016. A second motor stall occurred on (B)(6) 2016 with no recovery noted. The cause of the motor stall was unknown. The patient felt very ill around the time including nausea and vomiting. The issue was not resolved at the time of report. The patient's status at the time of report was alive - no injury. A pump replacement was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.